Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be confirmed due to components not returned. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an arterial interventional [stenting and angioplasty of the common iliac artery] procedure. Reportedly, after step 4 when trying to remove the device from the wire the device became stuck in the patient. Per the account, the two white markers (guidewire exit port) could be seen, therefore it was apparent to them that the footplate was not keeping the device from being removed. A big loop of suture was noted sticking out of the access site. They had a wire in the device, and still had wire access to the vessel. The whole device still could not be removed from the access site. At this point, via troubleshooting maneuvers [cut the suture loop and gently try to remove the suture] they were able to remove the device from the patient very easily. The patient was fine and did not require any medication or surgical intervention due to the device being entrapped. As they still had guide wire access, another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.